Manufacturer narrative:
The device has been returned and is pending analysis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that at the beginning of the cholecystectomy, the generator alarmed and the lower probe on the thunderbeat 5mm scissors broke during the first use on the patient's tissue causing the procedure to be prolonged by five minutes. The fallen probe was retrieved but it is unknown how it was retrieved. The procedure was stopped and another pair of scissors was used to complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation with correction to the initial with information inadvertently left out. The version of the software was ver. 2.00 and the setting of (itm) intelligent tissue monitoring was "on" and the user understood intelligent tissue monitoring clearly. The user did not change the setting of intelligent tissue monitoring during the procedure. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: the probe had broken around the outer pipe. There were no scratches on the probe. From the photograph of the fracture surface of the probe, it was found that the fracture started from the origin of the crack in the probe. No scratches or contact marks on the non-insulated area of the grasping section were observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the past investigation results, the error and the probe broken possibly occurred by the following mechanism: during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. A force was applied to the probe during spark generation. A force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe and the error occurred. Due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. However, the root cause of the suggest event could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor field performance for this device.

Event description:
No prolonged hospitalization, death, or additional intervention required as a result of the device malfunction.